Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7070014/7070315, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient developed significant weakness in the foot. The patient was hospitalized and underwent an explant procedure.